Event description:
It was reported that the user experienced persistent hyperglycemia after starting ilet, with glucose rising in the morning and remaining elevated despite multiple insulin doses and two inadvertent meal announcements; the user and caregiver were guided through a full infusion set and connector supply change using a 6 mm, 23 inch cannula set and specified connector lots. Symptoms included high blood glucose. Outcomes included the need for troubleshooting and user education, with a reported blood glucose of 304 mg/dl at the end of the call and no hospitalization. Investigation included technical support review and user coaching on infusion set replacement and device use. Investigation of this case revealed an unclear cause of hyperglycemia. It was concluded that the event was related to hyperglycemia with undetermined root cause, and the device function could not be fully assessed without further evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.